Event description:
While ventilating a patient the hospital suffered a power outtage. The ventilator alarmed but did not shift to battery operation. No patient injury occurred, as the patient was bagged and placed on another ventilator. The batteries were changed. The unit calibrated and tested within specifications and returned to service.